Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: the black box shows no por events. Pump powers on correctly no power interruption was duplicated during investigation. A crack in battery compartment was found below grip pad to case seal. Battery cap is able to fit to maintain electrical connection. There was moisture observed under display lens. Cracked pump case between keypad and case seal. Leak test failed due to pump case leak. Opened pump, moisture damage throughout internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).